Manufacturer narrative:
Initial and final MDR 1906361 - MDR 3003442380-2024-13001 - device 5 of 8.

Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that the patient faced similar events of kinked cannula with eight infusion sets. The symptoms were noticed within three to six hours of insertion. The site was reported to be abdomen and upper buttocks and was rotated regularly. Patient's blood glucose level at the time of event was reported to be 33 mmol/l at the most and the patient took a correction bolus via pump and injection via mdi. The patient replaced infusion set and resumed insulin successfully. Unomedical do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.